Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10216. During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) and right atrial (ra) leads. Provocative testing was conducted and while the oversensing could not be reproduced in the rv lead, myopotential noise was noted on the ra lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.